Manufacturer narrative:
Patient exams have not been returned to the manufacturer for a software investigation. The site changed software versions and has had no further issues.

Event description:
A medtronic representative reported that the software froze when they were navigating, necessitating a reboot. The issue resolved upon reboot and they completed case with no impact upon the patient.